Manufacturer narrative:
Additional patient identifier: (B)(4). Date discomfort began is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of dhs/dcs one step lag screw 12.7 thread 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. DHR review for part # 280.301s lot # 7938553. Release to warehouse date: 02 april 2015. Expiration date: 28 february 2024. Manufacturing site: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a dynamic hip system (dhs) plate and six (6) screws on (B)(6) 2015. On unknown date patient complained of discomfort from the implanted screws. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed intact. Procedure was completed successfully with no delay. Patient was reported as stable. This report is for one (1) lag screw. This is report 2 of 7 for com-(B)(4).